Event description:
It has been reported that hypotension, a pericardial effusion (pe) and cardiac tamponade occurred. A versacross connect access solution was selected for use for a watchman case. Around four hours post successfully completed procedure, the patient was complaining of sudden onset chest pain and became hemodynamically unstable (systolic blood pressure dropped to the 60). Thus, an ultrasound was able to confirm a pericardial effusion and cardiac tamponade, then a pericardiocentesis was performed in the ep lab, roughly 200cc's of bloody fluid was withdrawn. The patient was transferred with a pericardial drain in stable condition to the intensive care unit (ICU) and it is expected to fully recover. The device is not expected to be returned for analysis. Prior to the procedure, no pe was noted on the echocardiogram. The patient was not on warfarin or any antiplatelet drugs during that time. No other issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received on 11-jun-2024, the field b5 (describe event or problem) was updated, thus this supplemental MDR is being filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that hypotension, a pericardial effusion (pe) and cardiac tamponade occurred. A versacross connect access solution was selected for use for a watchman case. Around four hours post successfully completed procedure, the patient was complaining of sudden onset chest pain and became hemodynamically unstable (systolic blood pressure dropped to the 60). Thus, an ultrasound was able to confirm a pericardial effusion and cardiac tamponade, then a pericardiocentesis was performed in the ep lab, roughly 200cc's of bloody fluid was withdrawn. The patient was transferred with a pericardial drain in stable condition to the intensive care unit (ICU) and it is expected to fully recover. The device is not expected to be returned for analysis. Prior to the procedure, no pe was noted on the echocardiogram. The patient was not on warfarin or any antiplatelet drugs during that time. No other issues were reported. It was further reported that no pe was noted during the procedure, nor immediately after it was completed. No issues were noted during transseptal puncture, and the radio frequency was applied only once. In the physician's opinion, the versacross rf wire and dilator did not malfunction during the procedure nor contribute to the adverse event. The patient was discharged the following day ((B)(6) 2024).